Manufacturer narrative:
A ge service rep performed an on site investigation. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800's left monitor fluttered continuously after fluoro making the image difficult to read. There was no adverse pt involvement reported.